Event description:
It was reported that 1 bd safetyglide¿ needle each from lots 2153548, 2087382, and 2094921 were blocked while trying to push medication/fluid through during use. The following information was provided by the initial reporter: "we are having issues with this case of needles. The needle does not allow the fluid/liquid/medicine to be pushed through. We adjusted the syringe, tightened the needle but nothing worked.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2153548; medical device expiration date: 31-may-2027; device manufacture date: 02-jun-2022. Medical device lot #: 2087382; medical device expiration date: 31-mar-2027; device manufacture date: 28-mar-2022. Medical device lot #: 2094921; medical device expiration date: 31-mar-2027; device manufacture date: 04-apr-2022. Investigation summary - it was reported that the needles were clogged. To aid in the investigation, one hundred sixty-three samples from lot 2153548, one sample from lot 2087382 and one sample from lot 2094921 were provided to our quality team for investigation. Eighty samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the samples expelled the solution with normal flow. Furthermore, a device history record review was completed for provided batch numbers 2153548, 2087382, 2094921. According to the sampling plan applied for product performance, these batches were accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of these batches. During the history review, one lot from batch 2087382 were identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.